Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. Therefore the investigation is inconclusive for difficult to remove. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1410 biopsy instrument experienced difficult to remove. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.